Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during the testing. Unit received with missing end cap sticker. Unit received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that he kept receiving motor error alarms while priming the tubing. The customer disconnected from the insulin pump and was on a backup insulin pump. The customer was able to rewind but received a motor error alarm in the process. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.